Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. Pump error 43 occurred multiple times confirmed in the pump history/trace files on (B)(6) 2024 from 13:07:08.000 until 20:03:00.000 and pump error 130 occurred multiple times confirmed in the pump history/trace files on (B)(6) 2024 from 18:12:57.000 until 15:59:31.000. Additionally, using the pump detailed trace, fatal error 55 alarm (file number/line number = (B)(4)) confirmed on (B)(6) 2024 at 21:02:27.0100. Per engineering troubleshooting guide, it was determined that fatal pump error 55 alarm was trigger by hardware issue with the internal flash crc failure. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded home switch, corroded battery tube, cracked keypad overlay, scratched case and dried insulin - motor slide. Alleged pump error 43 and pump error 130 alarms confirmed in the pump history files on (B)(6) 2024 due to corroded motor home switch and dried insulin on motor slide. Critical pump error (open book image) is confirmed due to fatal error 55. Fatal error 55 occurred due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.